Event description:
It was reported that the customer has noticed that the model #831f75 swan temperature has been reading 1-2 degrees lower than an oral temperature. The customer usually has the 831f75 swan connected to their bedside ge monitor. They switched cables, monitors, and checked a core temperature on a vig ii monitor and the readings are consistently lower than the oral temperature. This is also a treatable difference where the swan temperature would cause a change in the patient care. There was no allegation of patient injury. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The complaint affected unit was not returned for evaluation; therefore a product non-conformance or device failure could not be confirmed. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. The lot number was not provided thus a device history record was not reviewed. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The customer report of inaccurate values was unable to be confirmed through product evaluation code since the affected unit was not returned for evaluation; therefore a product non-conformance or device failure could not be confirmed. As part of the manufacturing process a 100% of the units go through an electrical inspection process.